Event description:
The customer reported an issue with the line kinking and leaking however during review of returned product is was discovered that the rotator on the syringe was not welded and broken. No patient injury or treatment associated with this event.

Manufacturer narrative:
The returned units were evaluated and found to have the rotator broken off the syringe. The broken part was most likely due to excess solvent applied during the assembly process. The issue is being reviewed with manufacturing. Medex was able to confirm this issue and determine the possible causes. No additional action necessary at this time. Medex considers this MDR closed with this report.